Event description:
Artglass dental restorations where placed on approx 30 pts in dental practice over a period of several mos in 1997 and 1998. Dentist saw a failure rate of nearly 100% (breakage) during the ensuing 3-4 years. Dentist has just read of FDA's warning to kulzer regarding non-conformance with the code of federal regulations (11/19/01) and wanted to post info regarding this particular product. Although certainly not a health hazard, unless repeated administration of local anesthetic is counted as such, the financial costs have been significant. Dentist estimates personal financial costs incurred to be between $15,000 and $20,000 as they remade all those restorations at no charge to pts. Dentist also saw several pts leave practice due to the product failures.